Manufacturer narrative:
Additional information: complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned 3.0 mm hex driver had broken. Laser marks were observed faded. Functional testing was not performed due to the damaged distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Device was manufactured in 2020.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/10/2024, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver snapped and was noticed till after the case. No patient was affected. A photo is attached. This was discovered after use, with no reported patient harm.